Manufacturer narrative:
The reported device header anomaly was not confirmed in the laboratory. Test leads were successfully inserted and secured to the rv df4 port. The device was tested on the bench and no anomalies were found.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during replacement procedure due to eri, upon implanting the new ICD, the set screw was to loose and the rv lead was not able to be connected. The patient was asymptomatic. The device was removed from the patient and replaced. The remaining rv lead was connected to the new ICD. Patient was in stable condition.